Event description:
It was reported that trial impactor broke while being used during surgery. No delay or injury reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of the provided pictures confirmed the stated failure mode. The plastic bumper on the device fractured and had numerous nicks and gouges in surface. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.